Event description:
The customer's mother reported at 2:49 pm her daughter activated a new pod and her blood glucose, carbohydrate intake, and insulin history is as follows: time: 3:00 pm, bg (mg/dl): 221, cho (g): bolus (u); 2:54 pm, 0.40; 3:04 pm, 18, 0.45; 5:24 pm, 121; 5:28 pm, 73, 1.70; 7:42 pm, 326, 1.0 (manual injection). Upon removal she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether is contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.